Manufacturer narrative:
The lens was returned in a specimen cup with the lens case base. Viscoelastic is observed on the lens. A triangular, multi-color particulate is observed, on the posterior surface of the lens. The lens was placed in a lens case and sent for testing. The returned triangular particle was evaluated. The blue/purple particle was isolated and analyzed. Comparison of the particle's generated spectra to a library of spectra found the best match to be ploy(ethyl acrylate). The origin of the particle cannot be determined. All product and batch product history records were reviewed and documentation indicated, the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported particulate. A triangular shaped blue/purple particle was observed, dried in the viscoelastic om the lens. The blue/purple particle was isolated and analyzed. Comparison of the particle's generated spectra to a library of spectra found the best match to be ploy(ethyl acrylate). The origin of the particle cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that there was particular matter on the intraocular lens (iol). The iol was replaced with an alternate lens during the procedure. There was no patient harm.